Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. Internal control number: (B)(4).

Event description:
It was reported by the pt that she experienced an eye infection. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details becomes available, a supplemental report will be submitted.